Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. No specific failure was alleged for the reported device however the device was returned to the factory for evaluation. Signs of clinical use were observed. The delivery device, seal and tension spring assembly were returned inside the loading device. The seal was observed to the cracked at the first and second outer most coil. The slide lock was disengaged and the plunger fully depressed on the delivery device. No other nonconformance was observed. Based on the returned condition of the device and the results of the investigation, the complaint was confirmed for "cracked seal." The most probable cause of the cracked seal is premature deployment into the loading device. (B)(4).

Event description:
We are not sure what happened yet, I will be stopping into the hospital in the morning to speak with those that were involved in today's case.

Manufacturer narrative:
(B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
We are not sure what happened yet, I will be stopping into the hospital in the morning to speak with those that were involved in today's case.